Event description:
It was reported that during a drug eluting stenting treatment procedure, a shaft fracture occurred. A 2.5x24mm taxus liberte monorail stent was being used to treat an 85% stenosed lesion located in the proximal left anterior descending artery. The shaft of the device was broken while it was being delivered on a non bsc guidewire. The physician removed the device and used another of the same device to complete the procedure. The patient status is stable with no complications reported.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and a hypotube fracture was observed. No damage was observed on the stent. The original guide catheter was not returned for analysis. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. As the original guide catheter was not returned it could not be determined if it contributed to the noted hypotube fracture. The most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.